Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no picture was confirmed. The image disappeared and ceased to emerge / and the visual field was suddenly lost due to cable break. In addition, the cable was leaking and required replacement. The probable cause of the defect was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the camera head is unable to display image and the kink protection is defective. The defect was detected during a function test before the procedure and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed, and the visual field was suddenly lost because communication failure occurred due to faulty cable. As to the cause of the faulty cable, we surmised that the cable was deteriorated because water got inside the kink protection. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. ·never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.". Olympus will continue to monitor the field performance of this device.